Manufacturer narrative:
The remaining devices were evaluated and the issue was confirmed; the device had broken/damaged components. The devices were repaired and returned to service.

Event description:
This report summarizes 4 malfunction events, where it was reported the cot dropped. 1 event had a patient who did not experience adverse consequences.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 devices w as evaluated in the field and the issue was confirmed; there was an alignment issue. The device was repaired and returned. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events, where it was reported the cot dropped. 1 event had a patient who did not experience adverse consequences.